Event description:
Reportable based on device analysis completed on 09oct2024. It was reported that the kinking due to angulation when crossing the lesion occurred. The stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 1.75mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that kinking due to angulation when crossing the lesion occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the coil was detached at the proximal end.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device identified that the coil was kinked, stretched, and detached at the proximal end.